Manufacturer narrative:
(B)(4). Date sent: 02/21/2020. Additional information was requested, and the following was received: no further information available. Event date: (B)(6) 2019.

Manufacturer narrative:
(B)(4).batch # t5d18z. Device evaluation summary: the analysis results found that the cdh21a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the staple line was missing staples (incomplete)? Or were any unformed or malformed staples seen? Was there a tear of the esophageal tissue?

Event description:
It was reported that during a complete gastrectomy procedure with an anastomosis oeso-jejunale; it has been noticed after the use of the device, rupture of the anastomosis on half of the circumference. This can be the result of incomplete stapling but also possibly a tear of the esophagus. The rest of the circumference was manually sutured. For the moment, the patient has no complications but the procedure has been prolonged by approximately one half hour.